Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was unable to recover. The customer attempted to reboot the station and performed a recovery storage but was still unable to resolve the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) confirmed that the storage space was recovered and tested by the pharmacist staff. Then tested all drawers of the main station using the hardware testing application, and no defects were found. The system functioned as intended when the field service engineer investigated the device.